Manufacturer narrative:
Concomitant product continuation: (lot#std2291x ) if information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of inguinal hernias. It was reported that after the implant, the patient experienced pain, recurrence, and scarring. Post-operative patient treatment included removal of mesh.